Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not find evidence to support the reported event.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.